Event description:
It was reported that in (B)(6) 2008 or (B)(6) 2009, patient complained to his family doctor that his hands were falling asleep or going numb while working and that he was experiencing lower back pain. After which patient underwent for x-rays. On an unknown date patient presented for an initial consultation, during which patient reported of experiencing constant lower back pain, sharp back pain when bending, sitting down, and getting up, increasing numbness in his hands, and an inability to grip firmly. On an unknown date in year 2009, the patient underwent surgery for removing the c-6 and installing a cage. The patient was implanted with rhbmp-2/acs. Post-op, the patient alleged of experiencing shooting pain down his leg that would go away and come back, constant pain in his lower back, increasing pain in his hips, and a loss of flexibility.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.